Event description:
It was reported that during the procedure in the heavily tortuous proximal to mid left anterior descending coronary artery, while advancing a 2.75x28 rx vision stent delivery system toward a moderately calcified lesion, the stent strut became bent while inside of a non-abbott guide catheter. Resistance was felt between the rx vision and the guide catheter during advancement. The vision was withdrawn without resistance. Another 2.75x28 multi-link vision stent was advanced using the same guide catheter and was placed successfully. There were no patient effects and no clinically significant delay in completing the procedure. Returned goods lab received the first vision used in the procedure with a separated proximal hypotube shaft. Additional information confirmed that the physician was aware of the proximal shaft separation and that it had occurred during use in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported stent damage could not be confirmed; however, the shaft separation was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.